Manufacturer narrative:
Block b3: approximated based on the reported event date of (B)(6) 2025. Block b2: approximated based on the reported death date of "around (B)(6) 2026." Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f02 captures the reportable event of patient death. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f0801 captures the reportable event of intensive care. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a procedure performed in (B)(6) 2025. During the procedure, the guidewire lumen of the trapezoid rx was reported to have torn, resulting in a perforation. The patient was subsequently admitted to the intensive care unit at another facility. It was further reported that the patient passed away around (B)(6) 2026. Boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the bile duct during a procedure performed in(B)(6)2025.during the procedure, the guidewire lumen of the trapezoid rx was reported to have torn, resulting in a perforation. The patient was subsequently admitted to the intensive care unit at another facility. It was further reported that the patient passed away around (B)(6)2026.boston scientific has been unable to obtain additional information regarding the event, despite good faith efforts.

Manufacturer narrative:
Block b3:approximated based on the reported event date of december 2025.block b2:approximated based on the reported death date of "around(B)(6)2026."block d4, h4:detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the lot number is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.block h6:imdrf impact code f02 captures the reportable event of patient death.imdrf patient code e2114 captures the reportable event of perforation.imdrf impact code f0801 captures the reportable event of intensive care.imdrf impact code f08 captures the reportable event of hospitalization.block h11:the complaint device was not returned. Therefore, product analysis could not be performed.a labeling review was performed. The instructions for use (IFU) contains detailed device information and instructions for the device use. Additionally, it was confirmed that the adverse event "perforation" is anticipated in the IFU. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.a risk review was completed and confirmed that the event of "side car rx torn material" and "death" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.based on all available information, the most probable cause of the reported issue "side car - rx torn material" cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. For the events of "death", "hospitalization or prolonged hospitalization", and "intensive care", these events happened during the procedure, and the most probable cause of those reported issues cannot be established. For this reason, they will be classified as cause not established. On the other hand, for the as reported perforation, this adverse event is known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For this reason, this event is catalogued as "known inherent risk of device." All compiled information on this investigation determines that the most probable cause is cause not established.